Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced low transmitter battery. No injury or medical intervention was reported. Data log provided for evaluation. Complaint of a low transmitter battery was confirmed. Additionally, a transmitter failure error was found. The reported issue was confirmed. The root cause could not be determined. Complaint was deemed reportable based on findings of a transmitter failure error on (B)(6) 2016. The transmitter was returned for evaluation and determined to be in good condition based on external visual inspection. The transmitter failed the voltage test. Additionally, review of the data log confirmed a low transmitter battery alert and a transmitter failure error. The reported issue was confirmed. A root cause could not be determined.